Manufacturer narrative:
Concomitant medical products: non-bd bifuse extension set (blue and white pinch clamps); merit medical light blue dualcap disinfecting cap, (female). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the filter extension set leaked during a patient¿s infusion on 6w. The user provided a non-specific report that some leaks had occurred with chemo or hydration. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that a filter extension set leaked was confirmed. No anomalies or evidence of damage were observed upon visual inspection. Functional testing performed observed that fluid leaked out from the vent of the filter. The root cause of the leak was not identified.

Event description:
It was reported that the filter extension set leaked during a patient¿s infusion on 6w. The user provided a non-specific report that some leaks had occurred with chemo or hydration. There was no report of patient harm.